Manufacturer narrative:
As the insert involved in the problem was not returned by the hosp, we were not able to do checkings on the piece involved in the report (dimensional, geometric or assembly testings). As there was no more insert of that batch number available, we were not able to do checkings on pieces of the same batch number of the piece indicated in the report. We studied the mfg file, but it didn't reveal any info in relation with the event reported. During the design of this implant, various testings were made. The insert dwb928 indicated in the report is a part of a range of 6 models of inserts (dwb924 to dwb929). Hereafter, there are quantities of inserts mfg and implanted, both for the catalog number dwb928 & for the entire range of inserts. The insert and the metaphysis are assembled by a morse taper. This design was validated by testings. We identified the risk of dislocation between the 2 components. We estimated the frequency as "improbable" and the severity as "marginal". Thus, combining the frequency and the severity, this risk resulted in "tolerable" and we accepted it. In 2004, 6 cases (2 occurred on dwb928 inserts) of difficulty to get the insert into the metaphysis intraoperatively were reported by surgeons in another country. The frequency of the report was : 6 / 680 = 0.88%. The reported frequency was then "occasional" which is 1 step higher than the frequency expected. The severity was considered as minor because in every cases, another insert could have been used intraoperatively (the same catalog number or another catalog number from the same range), and no post-operative dislocation had been reported so far. The reported severity was then "marginal", as we expected. Following the first cases and the mfg needs, modifications of tolerance of the taper were made and validated by testing. Moreover, at this time, we were currently working on a new way of fixation between insert and metaphysis and we decided to change the design of the insert. The new type of fixation was made by fish-scales. In 2005, two additional cases (none on dwb928) of difficulty to get the insert into the metaphysis intraoperatively were reported by surgeons (1 in another country, 1 in USA). Thus, total number is 8 cases. The frequency of the report was: 8 / 1269 = 0.63%. The reported frequency was then "occasional" which is 1 step higher than the frequency expected. The severity was considered as minor because in every cases, another insert could have been used intraoperatively (the same catalog number or another catalog number from the same range), and no post-operative dislocation had been reported so far. The reported severity was then "marginal", as we expected. In 2005, the fish-scales version was cleared). This model is not yet distributed. In 2005, 31 cases of difficulty to get the insert into the metaphysis intraoperatively were reported. Thus, the total number is 39 cases. The frequency of that report was then 39 / 3042 = 1,28% > 1%. The reported frequency was then "frequent" which is 2 steps higher than the frequency expected. The severity was considered as minor because in every cases, another insert could have been used intraoperatively (the same catalog number or another catalog number from the same range), and no post-operative dislocation had been reported so far. The reported severity was then "marginal", as we expected. The risk analysis was revised and 2 separate risks were indicated: difficulty to get the insert into the metaphysis intraoperatively. Estimation of frequency was "frequent" and estimation of severity was "marginal". The risk resulted in "undesirable, but tolerable". Including the modifications, new estimation was "occasional" and "marginal". The risk resulted in "tolerable" and was accepted. Dislocation insert - metaphysis after-operatively. Estimation of frequency was "improbable" and estimation of severity was "marginal". The risk resulted in "tolerable" and was accpeted.